Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 322 which was not reproduced. Eval observed at power up a sharp watch dog timeout caused by a failed processor printed circuit board (pcb). The failed processor pcb most likely caused the reported system error 221 as the processor pcb is a known contributor to system error 221. The processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 221 during pt care. It was reported there was no pt injury.